Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information from x-ray imaging determined that there was a fissure distal to sense b note. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filled to include device explant and analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
This supplemental report is being filled to include an earlier event date that was identified through analysis.

Event description:
It was reported that the device had displayed a high impedance (hi) code. Imaging was performed and it was suspected that there was an electrode fracture. Sensing in primary and secondary were similar but alternate was very flat. There are plans to replace this electrode in the near future. No adverse events at this time.